Event description:
Device 1 of 4. (See MFR#1627487-2010-02547, 1627487-2010-02549, and 1627487-2010-02550 for devices #2-4). On (B)(6) 2009, the patient was implanted with an scs system. It was reported that the patient fell and experienced a gradual loss of stimulation. An x-ray was taken which showed that lead was fractured and wrapped around each other. The leads and anchors were explanted and replaced with new leads and anchors on (B)(6) 2010.

Manufacturer narrative:
Evaluation: device 1 of 4. (See MFR#1627487-2010-02547, 1627487-2010-02549, and 1627487-2010-02550 for devices #2-4). Method: the device history and sterilization records were reviewed. Leads were visually inspected and one of the leads was kinked and the wires broken-all channels measured open. No functional tests were performed due to broken wires. Results: review of the DHR found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. No functional tests were performed due to broken wires. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.